Manufacturer narrative:
Approximate age of device ¿ 2 years 2 months 19 days. Manufacturer's investigation conclusion: although the evaluation of modular cable, lot number 163202, confirmed tearing and discoloration of the polyurethane outer jacket, a specific cause for these findings could not be conclusively determined through this evaluation. The heartmate 3 modular cable was returned in used condition. The entire length of the outer jacket was discolored pale yellow, and both bend reliefs appeared to be discolored slightly yellow/gray. Visual inspection of the polyurethane outer jacket revealed that the entire surface was cracked with a spongy texture. Tears in the outer jacket were noted approximately 5¿ and 21.5¿ from the distal end of the controller connector. Rescue tape was applied to the tear at the 5¿ location, and the polyurethane material appeared to have expanded and folded over itself at the 21.5¿ location. Visual examination of the underlying armor layer did not reveal any evidence of damage. The modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The patient¿s modular cable was exchanged on (B)(6) 2018; however, the reason for the exchange was not provided. Modular cable, lot number 163202, was originally received on (B)(6) 2018 under (B)(4). The patient remains ongoing on (B)(4) using the new modular cable and no further issues have been reported at this time. The heartmate 3 lvas IFU and patient handbook contain information on how to clean and care for the driveline. The hm3 lvas IFU also explains how to replace the modular cable. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the customer returned the modular cable (lot # 163202) on (B)(6) 2018 as per the momentum 3 study protocol (non-complaint). During evaluation of the modular cable by the product performance engineer (ppe) engineer on (B)(6) 2018, it was found that the outer jacket layer was discolored with some tears and the armor layer had minor wear with no damage. No additional information was reported.